Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported, "shunt did not work" (ID (B)(4)). No patient injury reported.no additional information was provided after several attempts.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11 the certas valve (ID (B)(4)) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected; needle holes in the needle chamber where noted. The valve passed the test for programming, occlusion, leak, reflux and pressure. The valve functions. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Event description:
N/a